Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother stated that she was at work and received an urgent low notification on her smart phone via the dexcom follow application. The mother's immediate response was to contact the paramedics and have them respond to the patient's home address where the patient's grandmother was caring for the patient. After contacting the paramedics, the patient's mother called home and spoke to the patient's grandmother to report of the alert she'd received. The patient's grandmother treated the patient by providing apple juice in a 15mg box. Patient's grandmother then applied glucose gel on the inside of the patient's cheeks. Per the patient's mother, this occurred without taking a fingerstick to verify the cgm values. Approximately 10 minutes after the grandmother treated the patient, the paramedics arrived. When the paramedics arrived they took a fingerstick (fs) from the patient. The fs value taken by paramedics was 127mg/dl. The patient's mother arrived afterward and received advice from the paramedics to have the patient eat some protein to prevent decline of blood glucose. The patient was not hospitalized. There was no alleged device malfunction. At the time of contact, the patient was in good condition. Data was returned for evaluation but could not be further investigated to confirm the event. A root cause could not be determined. The patient made treatment decisions based on cgm values. Labeling indicates: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.